Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: there were no pump reboot events observed in the black box to support a power loss. The returned battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was a crack along the battery compartment threads. The battery cap was undamaged. Moisture was observed in the battery compartment. The pump failed a leak test due to the battery compartment crack. There was no further evidence of moisture inside the pump. The returned battery cap was used for a 24 hour test without any reboots.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked and there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.